Event description:
I had breast implant from approx 1988-2019. The last 20 years of that time period I was severely ill, with no single, consistent diagnosis, despite spending (B)(6) on medical care. I was told by drs to "get my affairs in order" many times. My weight dropped below 100 lbs (5'10") for many years due to malabsorption. I had all but 3 of the published "breast implant illness" symptoms when I first heard there was such a thing in late 2018. My symptoms have been slowly resolving since explant in (B)(6) 2019, but I suspect I will never get back to the vibrant health I had prior to breast implants. My reported implant type was not the original implant. I had 2 revisions for capsular contractions prior to the reported implant type. Over 20 years I had so many labs, I wouldn't even know where to start. Mold was found in the right capsule at time of explant. FDA safety report ID# (B)(4).